Manufacturer narrative:
(B)(4).the customer returned introducer needle for analysis. No definite signs of use were observed. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was mostly smooth. Based on visual inspection of the hub and the potential finished good material numbers provided, the design of the needle hub matches material numbers k-04300-019c and/or k-04300-019b, both of which are included within the scope of a CAPA. Functional inspection was not able to be performed due to the damage to the needle hub. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. Visual examination revealed the hub was separated. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the needle cone has detached from the metal needle" during use. The puncture site was the subclavian vein. The needle was "simply pulled out" of the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the needle cone has detached from the metal needle" during use. The puncture site was the subclavian vein. The needle was "simply pulled out" of the patient. The patient's condition is reported as fine.